Event description:
The customer reported that during a routing check prior to initiating therapy on a pt, the unit intermittently failed to autofill. The pt was placed on another unit and therapy was initiated.